Event description:
It was reported that the pt had his lead and generator explanted due to infection. The pt will receive 6 weeks of antibiotics and then they plan to reimplant pt because he was doing very well with vns. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.